Manufacturer narrative:
The evaluation revealed the target device to be the primary product. An investigation was not possible because the target device was not provided, an exact root cause could not be determined. Detached c-rings from the target device¿s nail adapter were evaluated in previous complaint investigations: in those previous cases a contribution by the design could not be excluded. Therefore a design change of the c-ring was implemented by ecn (B)(4). Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment by 100% (i.e. In case of rough handling), but makes a detachment of the ring more difficult. The change became effective in november 2007. The complained device was manufactured in march 2007; therefore the complained device contained a c-ring of old design version. It cannot be excluded that the missing c-ring was detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device. During detachment the ring may have been deformed which may have affected the secure fit of the ring (loosening). A missing clamping ring does not affect the targeting accuracy of the target device, because the accuracy is ensured by the nail holding screw. The clamping ring is just a feature to ease the attachment of the nail at the reception of the target device. According to the implant IFU a final check with the image intensifier is required. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Sales rep reported after completion of all implants dr removed targeting device from gamma 3 nail and noticed small circular ring on x-ray. Upon investigation of incision site the dr pulled out the locking washing that is on proximal end of targeter.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported after completion of all implants dr removed targeting device from gamma 3 nail and noticed small circular ring on x-ray. Upon investigation of incision site the dr pulled out the locking washing that is on proximal end of targeter.